Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line) alarm. This event occurred during dwell three of four of peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with manual supplies. There was patient involvement, however there was no adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.